Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 39mg/dl; cause was unknown. Customer was treated with intravenous fluids of d50 and d10 dextrose drips to address bg. Customer was discharged the following day, 6/12/2026 with the issue resolved and no permanent damage.  System check was performed, and it was found that the customer was wearing the pump positioned more than 12 inches above their infusion set. Tandem technical support educated the customer on pump position recommendations.